Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement was noted. When the physician took the 4.00x28mm liberte' bare metal stent out of the package, it was noted that the stent was not on the balloon. The stent was found loose in the plastic tray. The device did not come in contact with the patient. The procedure was completed with another liberte' bare metal stent. There were no patient complications or injuries. Patient status is satisfactory.